Event description:
Three weeks post operative, patient started to experience increased pain and difficulty swallowing. A six-week radiograph identified a suspected screw back-out of the caudal level. Patient reported experiencing a fall post initial surgery. Patient was scheduled for a revision surgery.